Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed. Upon arrival at the station, the field service engineer did not find any issues with the system and tested the drawer several times, but no issues were found. The system functioned as intended after the field service engineer inspected the device.